Event description:
Healthcare professional reported, "a leak on unknown side". This record is for unknown side. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Clarification d6a: partial date of implant as "2004". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.